Event description:
It was reported that the patient experienced inadequate stimulation, stimulation in the wrong area, pressure in their chest, headache, and a burning sensation at the implantable pulse generator (ipg) site when on. Reprograming was attempted and did not resolve the patients' symptoms. The patient requested an explant of the system. The patient underwent a procedure in which the devices were explanted and is doing well post operatively. No devices will be returned as they were retained by the patient.

Manufacturer narrative:
Block b3: approximated based on the date the patient provided. Additional suspect medical device component involved in the event: product family: linear 3-4; upn: m365sc2352700; model: sc-2352-70; serial: (B)(6).